Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigations replicated and confirmed the customer-reported complaint. The primary failure of a frayed pitch cable was found to be related to the reported issue. The instrument was found to have a frayed pitch cable at the clevis hub; the cable itself was not fully broken. There was no discoloration, corrosion, or contamination on the cable that would be expected from improper reprocessing, which can reduce material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of frayed instrument pitch cables were attributed to damage from external collisions during transport, storage, use, or reprocessing. The instrument was also found to have multiple indentations and burrs on the edge of the distal idler pulleys, with no pieces missing. Grip cables and other components adjacent to this indented pulley did not show damage. Common causes of mechanical indentations or burrs on instrument distal pulleys were attributed to damage during use, handling, or reprocessing, including accidental drops or collisions with other objects or hard surfaces. In addition, the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, but the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of damaged insulation on instrument conductor wires (bipolar) were attributed to mechanical impacts, such as accidental drops or collisions with other instruments or hard surfaces during handling or use.

Event description:
It was reported that during a da vinci assisted surgical procedure, the wire was confirmed to have been severed. The procedure then continued using a different instrument, and it was confirmed that no fragments remained in the patient and no complications occurred. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument did not collide with any other instrument or tool during the procedure. The color of the cable was silver. It was a frayed cable. There was no lose of cautery. There was no thermal damage. The instrument was being returned. Photo was received and showed a frayed cable.